Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited failure to convert rhythm- inadequate high voltage output. In- clinic review, tuned waveform and max shocks failed to rescue during defibrillation threshold testing. The implantable cardioverter defibrillator was explanted and replaced. Patient was stable.